Event description:
Customer reported problem of loose connector. No patient harm reported.

Manufacturer narrative:
Device received and is undergoing evaluation. Additional information will be provided in a follow up when evaluation is completed.